Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer was admitted to the hospitalized on (B)(6) 2018 due to the high blood glucose level. The customer's blood glucose level was 557 mg/dl at the time of the incident. The customer's current blood glucose level was unknown. The customer was treated by the intravenous insulin drip. The customer was assisted with the troubleshooting for high blood glucose. The customer also stated that the insulin pump had insulin flow blocked alarm. The insulin pump will be returned for the analysis.